Manufacturer narrative:
Date entered in error, as the event date is unknown. The fractured abutment was not returned to the manufacturer. Device was not evaluated by manufacturer because it was not returned. The fractured abutment was not returned by the customer, however, the investigation of other complaints with similar abutments that were fractured concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Manufacturer narrative:
This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Event description:
Abutment placed in patient (B)(6) 2012 - just fractured in (B)(6) 2013. No patient injury.